Manufacturer narrative:
The customer was advised to visually inspect the antennas to be sure that they are on and to keep a log of the signal loss occurrences. They were also advised to reboot the orgs and report back any findings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had intermittent signal loss on multiple tele devices.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had intermittent signal loss on multiple tele devices.

Manufacturer narrative:
Complaint details: the customer reported on 04/11/2019 that they were getting intermittent loss. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the cns (pu-621ra; sn:(B)(6)) was placed into service on 01/27/17, which is 2 years prior to the reported issue. A review of device history found the following tickets associated with signal loss: ticket# (B)(4)- cns went into intermittent comm loss; root cause of the issue was determined to be user error. Ticket# (B)(4)- reported on 01/07/2019. Issue occurred on 8th and 6th floors. The root cause of the issue persisting was identified as construction in the premises causing signal losses. Ticket# (B)(4)-reported on 01/22/2019. The device was showing intermittent signal loss on a few tele for a couple days. There was never a long period of signal loss, only short periods. Investigation pending. Historical data shows that there have been several similar incidents of signal loss in the facility within last year, which can be summarized as below: ticket# (B)(4): reported on 12/03/2018; complaining about intermittent signal loss across multiple floors in the hospital. Upon investigation it was revealed that the issue started around the time hospital started with construction which may be causing inaccurate frequencies to flow through the hospital floors. Ticket# (B)(4): reported on 11/27/2018; complaining about signal losses on 7 or 8 transmitters on 1st, 3rd and 8th floor, where 8th floor was completely out of signals however signals were going on and off on 1st and 3rd floor. Nk technical support was sent on site, who recognized noise level to be at 12-1 the telemetry system was installed three weeks prior with good noise level at 9. Nk technical support was able to attenuate the noise level down to 9 at that instant to resolve the issue. Ticket# (B)(4): reported on 07/08/2018; complaining about signal losses on all telemetry devices, system-wide and intermittently for short periods of time i.e. 20 minutes. Noise was at 11 to 1 root cause could not be determined. 4. Ticket# (B)(4): reported on 05/29/2018; complaining about 4 separate instances of long period signal losses of about 30 minutes on 3rd and 4th floor. Nk technical support went onsite to perform comprehensive troubleshooting. The root cause of the signal loss was identified to be architectural and installation issues. The full status report can be found in attachments of the ticket#(B)(4) under "northside hospital troubleshooting status report" heading. A comprehensive troubleshooting, inspection and action plan was formulated under ticket (B)(4) on 07/09/2018. The root cause of the issue was unable to be determined as the customer failed to provide information required. Based on the device service history and similar incident at the same facility, construction at customer's site was a prevalent cause.